Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system locked up during a case. There is no report of patient injury associated with this event.